Event description:
The event is reported as: complaint alleges: the physician attempted intubation on a pt. "The intubation was a difficult case and as he does not usually use a stylet, he withdrew the blade after the first pass in order to place a stylet into the endotracheal tube." "When he went to insert the blade during a second pass attempt, he noticed a small piece of plastic on the pt's tongue. He was not sure where it came from and removed it". "He successfully intubated the pt and when he investigated further he realized that the plastic piece came from the bottom section of the laryngoscope blade. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.